Event description:
It was reported that after the right atrial (ra) lead was reprogrammed to unipolar pace and sense, noise and oversensing was observed which resulted in pacing inhibition on the right ventricular (rv) lead. Subsequently, a revision procedure was performed. The rv lead was wrapped around the ra lead, therefore, the physician explanted and replaced both the ra and rv leads. In addition, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to correct the conclusion code.

Manufacturer narrative:
Evaluation conclusion code.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The lead was reprogrammed to unipolar pace and sense. The physician suspected a fracture. It was noted in (B)(6) the thresholds increased to 4.0 v. A revision procedure was planned, but has not occurred yet. At this time, this pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.